Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low urinary cerebrospinal fluid protein (ucfp) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. As per siemens' instructions, the customer performed the following: cleaned the aliquot probe, replaced and aligned sample probe 2, primed and ran check on sample probe 2, aligned reagent 4 and server 2 probes, ran naoh clean on reagent 3 and 4 probes, primed probe pumps, ran quality controls, homed all modules and tested sample and check 1 on photometer, resulting acceptably. The customer repeated the sample after the cse visit and obtained a result of 16.8 mg/dl, which was considered acceptable. The cause of the discordant, falsely low ucfp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low urinary cerebrospinal fluid protein (ucfp) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp result.